Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
It is reported that tumescent tubing continues to leak fluid when pump is not engaged. Fluid leaks onto the sterile field. Clamp does not sufficiently close tubing when pedal is not pressed causing tumescent mixture to leak out of end of tubing. Leakage is significant . Evaluation summary: the tumescent pump was returned and evaluated per (B)(4) and then sent to (B)(4) for further evaluation. The pump head roller was found damaged/ broken.